Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that is causing a leak at the inflation tube channel and corner of the balloon tab. The operations quality engineer was notified, and a non-conformance report (nc) was initiated for this issue. The non-conformance report (nc) will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was applied post diagnostic left heart cath. 15 ml of air was inserted into the band. Upon arrival at post case, it was noted that no air was in the band. No bleeding occurred. There were no access site issues. The patient was stable, and the procedure outcome was successful. The estimated blood loss was less than 250cc. Additional information was received on 08may2023: hemostasis occurred during the half hour the band was on. There was no hematoma. When they went to remove air, they realized there was no air in the band. The band was then removed at that point. Upon removal of the device, there was no ooze, or hematoma, and the site looked fine. The device was not manipulated in anyway before use. The device was stored on a shelf or in a drawer in the room.